Event description:
During capture threshold testing, the user received an error message while holding down the button. The threshold test continued and the user was unable to terminate the test. It was also noted that there was a touch screen sensitivity issue. The patient was asymptomatic. The programmer was rebooted and returned to normal function. The device was re-interrogated and the check was completed successfully.

Manufacturer narrative:
The field complaint that the programmer froze while running a threshold test could not be verified. During analysis, a working 3630 wand was connected and a device was interrogated successfully. The threshold test was performed successfully; unit did not freeze while the capture test was running. Session was ended and re-started; verified that settings for vvi did not change. No anomalies found at the time of analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the unit was plugged in to a working outlet and power on function was performed. The unit powered up, but the display was dim. Suspect components were analyzed and testing with a known functioning inverter confirmed that the failure of the original inverter board was the cause of the complaint.